Event description:
Caller reported a cartridge alarm 20 that occurred during the load process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support confirmed multiple cartridge alarms and decided to replace the pump. The customer was advised to use an alternate backup insulin therapy known as mdi and instructed on necessary steps for storing and returning the problematic pump. The replacement pump was sent to the customer, who acknowledged the instructions.